Manufacturer narrative:
D2. Additional medical device type: jka g5. Multiple 510k: bk230980, k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, about 50 tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, about 50 tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 23-aug-2024. Investigation summary: bd received 15 samples for investigation. Five (5) customer returned samples were evaluated by functional testing and factors related to the indicated failure mode for platelet clumping with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to platelet clumping as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.